Manufacturer narrative:
The field service engineer (fse) replace the front bezel to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the power kept cycling on and off. The customer reported there was no patient involvement.